Manufacturer narrative:
Pump not received stuck in manufacturing mode. Unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Insulin flow blocked alarm functions properly during basic occlusion and occlusion test. No unexpected pump error 4, 15, 37 and failed battery alarm noted during testing. Unit received with cracked retainer, fading serial number label, cracked keypad overlay at select button, cracked case corner of belt clip rails, minor scratched display window and scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer had high and low blood glucose level. The customer's high blood glucose level was 500 mg/dl and low blood glucose level was 20 mg/dl at the time of the incident and current blood glucose value of customer is 140 mg/dl. The customer treated low blood glucose with food and peanut butter sandwich. The customer declined troubleshooting for high and low blood glucose values. The customer was also reported that the insulin pump received multiple insulin pump error alarms and customer was able to rewind the insulin pump. The insulin pump passed the self test. The insulin pump did not alarmed battery failed alarm. The insulin pump will be returned for analysis.